Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading and ketones were present; the cause is unknown. Insulin was delivered via an insulin pen to address bg. The customer reverted to manual injections for insulin therapy.